Event description:
Customer reported air bubbles present in the tandem mobi cartridge during pumping, which did not cause the blood glucose level to exceed 500 mg/dl as it remained within a safe range. Air bubbles, described as medium-sized, were not observed during the load sequence but during the pumping process. Technical support advised the customer to perform fill tubing while disconnected to remove air, and an email article was sent for additional guidance. Customer expressed satisfaction with this resolution.